Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemorrhoidectomy and anorrectopexy, while performing mucosectomy, a row of open staples were observed and there was bleeding due to the opening of the staple line. A manual suture was carried out with separate points or stitches and open staples were also removed. It was also reported that the anvil could not be tilted after firing. 24 hours after the initial surgery, an injury with bleeding was observed occupying 50% of the organ's rectal circumference. It was necessary to perform a new surgery for the repair of the rectal injury. There was tissue damage as a result of the issue. The surgical time was extended for 30 minutes or more. The first surgery took 1 hour and 20 minutes. The second surgery took 2 hours and 40 minutes. The event led to extended hospital stay of 4 days.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. It was reported that the staples did not form as expected and did not hold the tissue. Additionally, the staple line opened up and unexpected bleeding occurred along the staple line. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not use the instrument with 4.8mm staples on any tissue that will not comfortably compress to 2.0mm in thickness. The instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window. If these instructions are not followed, closure failure, tissue trauma, dehiscence, tissue tearing, and displacement may occur, and hemostasis may not be obtained. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemorrhoidectomy and anorrectopexy, while performing mucosectomy, a row of open staples were observed and there was bleeding due to the opening of the staple line. A manual suture was carried out with separate points or stitches and open staples were also removed. 24 hours after the initial surgery, an injury with bleeding was observed occupying 50% of the organ's rectal circumference. It was necessary to perform a new surgery for the repair of the rectal injury. There was tissue damage as a result of the issue. The surgical time extended 30 minutes or more due to the product problem. The event led to extended hospital stay of 4 days.